Event description:
It was reported that bd alaris pump module smartsite infusion set was damaged the following information was received by the initial reporter with the following verbatim. Mom of patient called out that IV tubing was leaking. On inspection, there was a crack in the IV tubing and fluid was leaking on to the floor. Patient was running IV fluids at 10 ml/hour into a piv. A few drops of fluid were lost, as mom caught the leakage quickly and line was removed. Note: patient had been up ambulating, and the crack was found in a portion of tubing that was near the ground. It's possible the tubing got stuck under the IV pole wheels and tore.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed

Manufacturer narrative:
One sample was received for quality evaluation. Visual inspection of the infusion set shows that there is a hole in the tubing. The customer complaint of tubing defective/damaged was confirmed. Investigation will be forwarded to the manufacturing location for root cause analysis. During the review of the cutting of the tubing process, it was observed that the tubing could be exposed to surfaces outside of cutting station that could cause damage to the tubing. To address this condition, a guard will be installed to the assembly fixtures, and a quality alert was posted to raise awareness among personnel involved in the cutting process and the correct handling of the tubing to prevent damage. A device history record review for model 2426-0007 lot number 24123230 and 24123231 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.